Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the user's comment, we concluded that the reported event was not caused by device malfunction, but was caused by the placement condition of the clip. The instruction manual of the device has already warned as follows; *these instruments have been designed to be used with an olympus endoscope for endoscopic clip placement within the gastrointestinal (gi) tract for the purpose of. Endoscopic marking, hemostasis for mucosal/sub-mucosal defects < 3 cm, bleeding ulcers, arteries < 2 mm, polyps < 1.5 cm in diameter, diverticula in the colon, as a supplementary method, closure of gi tract luminal perforations < 20 mm that can be treated conservatively.

Event description:
In the procedure, the user used the subject device for blockage of the perforation of the duodenum, but the user could not place a clip well. The clip fell through perforated site of the tissue wall into the abdominal cavity. The clip was not retrieved. The blockage of the perforation was completed. The user decided to leave the clip inside the patient. The patient have a good prognosis. The user commented that the device had no problem.